Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-9236-02pp glenoid trials central peg broke. This was discovered during a case and broke inside the joint space. Per facility: "the univers vault lock glenoid trial, medium (ar-9236-02pp) center peg has been compromised. The trial was placed appropriately into the glenoid. The trial was then removed using the appropriate forceps. The central peg of the trial was broken off while pulling it out of the patient. The surgeon used his fingers to pull the rest of the central peg out of the drill hole. There was not an unplanned incision. There is no second surgery needed. The device will be returned for evaluation. This is not a single use device."